Manufacturer narrative:
Correction: section h6 investigation conclusions code should have been "12 - cause traced to device design" instead of "18 - failure to follow instructions" in additional report 1. This correction is reflected in this additional report 2.

Manufacturer narrative:
Correction: section g3 - date received by manufacturer should have been aug 5, 2021 in the initial report.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg became inoperable. Troubleshooting was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.